Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation papers received. Papers allege patient suffers from pain, stiffness, difficulty walking and excessive levels of chromium and cobalt in her blood. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and osteolysis. Report also noted that the patients ion level was 13.

Manufacturer narrative:
Corrected: event/problem description, brand name, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received. Papers allege patient suffers from pain, stiffness, difficulty walking and excessive levels of chromium and cobalt in her blood.